Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow-up/ final report will be submitted once investigation is complete

Event description:
It was reported that the device is damaging and tearing skin. The event timing was during surgery. There was no harm or delay reported. No adverse events were reported as a result of this malfunction.

Event description:
The graft was able to be used. An additional skin graft was not needed to complete the surgery. Due diligence is complete, there is no additional information available. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.